Manufacturer narrative:
Continuation of d10: product ID: 97800, lot# serial#: (B)(6) (corrected) implanted: attempted, not used. Product type: implantable neurostimulator, product type: lead, product ID: 3889-28, lot#va16480, implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: lead; ubd: 2020-04-14, UDI: (B)(4), h3: analysis of the ins product ID# 97800, serial# (B)(6): analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Analysis of the lead product ID 3889-28, lot# va16480: analysis identified that conductor 3 was broken at the electrode, 2.4 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the ins serial number was corrected.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was undetermined. The steps taken to resolve the issue included calling technical services (ts) to advise, troubleshooting without any success, it was noticed that lead would not properly seat and set screw would no secure as stated above. The issue was resolved through a full replacement including lead and ins.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va16480. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97800 serial# (B)(6) product type implantable neurostimulator product type lead product ID 3889-28 lot# va16480 implanted: (B)(6)2016 explanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep): the patient's indication for use is urge incontinence.

Manufacturer narrative:
Corrections were submitted in 2182207-2023-00561, follow-up 2: this event included serious injury, coding was corrected. Correction: the indication for use was added. Continuation of d10: product ID 97800 lot# serial# (B)(6) attempted, not used. Explanted: product type implantable neurostimulator product type lead product ID 3889-28 lot# va16480 implanted: (B)(6)2016 explanted: (B)(6)2023 product type lead; ubd: 2020-04-14, UDI: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product type lead the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were replacing an ins and getting high impedances on electrode 3. The caller indicated that the patient's ins was depleted so they were not able to interrogate and check impedances prior to the ins replacement. The caller stated that they were seeing an orange impedance indicator on electrode 3, the other electrodes were normal. Prior to calling they dried lead, the lead tail, and reconnected it to the ins but that did not resolve the issue. The caller reported that they took an x-ray and it did not show any problems with the lead. The caller provided the following impedance values: ref 3 all >4000ohms ref 1 0 1176ohms 2 991ohms 3 4000ohms c 720ohmsref 2 0 1275ohms 1 991ohms 3 4000 c 690ohms. The caller did not know what electrodes were being used for therapy prior to this replacement case. The healthcare provider (hcp) checked that the lead was being torqued down by the setscrew and reported that with light tension the lead slipped out of theheader. The hcp confirmed that the wrench was clicking but the lead was not being held in the header block. The hcp confirmed that they could see the blue tail so the lead was fully inserted. The caller retested impedances and indicated electrode 3 still had values of >4000ohms. The caller got a second ins and they connected the lead and confirmed that the lead was retained by the setscrew. The caller reran impedances and indicated that the values for electrode 3 were still all >4000ohms. Technical services  reviewed information about impedances. The caller and physician will make a judgement about how to proceed. The caller was in the or and was not able to provide specific details at the time of the call. Technical services sent email to ask for further information.